Event description:
It was reported that the patient received atp and shocks for af. At follow-up, an alert was noted for possible circuit damage due to low impedance. During the explant, the insulation was found to be broken open, resulting in the output anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received hospital personnel an abrasion from the inside out was noted between 10cm and 12.5cm and between 15.9cm and 16.1cm from the distal tip. The rv cables were exposed.